Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error and pump error 24. Customer stated that the alarm occurred during basal. Customer stated that they did not have ok option on the alarm screen. Customer stated that there was hairline crack on the backside near clip rails and around the battery side. Customer was not able to clear the alarm and it is unknown whether the customer was using the auto-mode feature. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace and history files using thus. A review of the downloaded formatted history file shows there are five (5) pump error 24 alarms on 2/9/2022, one (1) pump error 24 ((B)(4)) alarm (06:53), two (2) pump error 24 ((B)(4)) alarms (07:03 and 07:36), and two (2) pump error 24 ((B)(4)) alarms (07:22 and 07:26) occurred. Per r&d engineering : pump error 24 was generated since the motor health check failed ( the motor vcc was less than 2.9v). Suspecting the hw. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. The force sensor zero offset is within specification (24.0 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label peeling, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) alarm and pump error 24 alarm are confirmed, fault isolated to the hardware. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.